Event description:
Smartview version update to 2.44 was performed on (B)(6) 2015 without any specific observation. On (B)(6) 2015, it was reported that the programmer was not functioning well; a ¿system error¿ message was displayed. It should be noted that re-installing the smartview version 2.42 then 2.44 was successful on (B)(6) 2015. An investigation is required.

Event description:
Smartview version update to 2.44 was performed on (B)(6) 2015 without any specific observation. On (B)(6) 2015, it was reported that the programmer was not functioning well; a ¿system error¿ message was displayed. It should be noted that re-installing the smartview version 2.42 then 2.44 was successful on (B)(6) 2015. An investigation is required.